Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: b5, d1, d5, e2, e3, g1, h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 failed and not detected on the bus. The technical support specialist applied the knowledge article 000011520 ¿medes: drawer failure after reboot (drawer not detected on bus) ¿and requested them to reach the international field service engineer. The technical support specialist verified with the customer that all buses, including the cubies, have been replaced to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system drawer failed, and the station was not detected on the communication bus. Customer reported that there was not delay in therapy and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported when using the pyxis medstation es system drawer failed and the station was not detected on the communication bus. The users were unable to issue the medications, which did not delay patient care, and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by drawer 3 not being recognized on the communication bus. A technical support specialist verified that all buses, including the cubies, have been replaced and requested to close the complaint file. The system functioned as intended.